Manufacturer narrative:
(B)(4). Additional 510k number k011028 and k013227. Product not returned to manufracturer

Event description:
It was reported that when the doctor opened the implant vial there was no implant (svmb10) inside it. It was also reported that they were able to complete the procedure with another implant.

Manufacturer narrative:
One screw vent implant package was returned for inspection. A visual inspection confirmed that the implant and mount were not inside the packaging, nor was the cover screw. The seal of the vial was noted to be broken. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for screw-vent® implants¿ 9665 rev 0-09/14. Information identified: product packaging. All implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. It is stated in the DHR that all devices inspected contained all components. A singular cause cannot be determined. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. UDI: (B)(4).